Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4119.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that tidal volume reading/delivery was low. There was no patient harm. Manufacturer reference #: (B)(4).